Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report issues with the surgeon's image. The customer informed the tse that they experienced single error 23003. The customer reseated the endoscope and the surgeon's image was backward upon reinstalling the endoscope. The tse recommend removing the endoscope and rotating the housing 180 degrees. The endoscope was rotated, correcting the reported image issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved with troubleshooting. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site¿s complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted and investigation revealed the error reported by the customer, 23003 which indicates a joint position limit on universal surgical manipulator (usm) 2, axis 4. In addition, design history record (DHR) review for the endoscope with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to improper customer setup. Based on the tse's notes, the system issue was due to an improperly seated endoscope bearing.